Manufacturer narrative:
This is the fourth complaint reported for this finished goods lot; however the first for this issue. A review of the device history record (DHR) indicates the order was built to specification. The returned sample was visually and functionally inspected and met specifications. A root cause for the customer¿s complaint could not be determined as the sample met specifications; no source of irrigation obstruction was found and no system message code was displayed. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported there was an irrigation failure followed by a system message when he tried to use the continuous irrigation function during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample is available. No further information is expected.